Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor opened the product for use and the guide wire was curved.

Event description:
The customer reports: the doctor opened the product for use and the guide wire was curved.

Manufacturer narrative:
(B)(4). The customer returned one opened cs-25703-e kit for evaluation. The kit contained a spring wire guide assembly, a three-lumen catheter, and a dilator. The dilator and catheter showed no signs of use, therefore no additional evaluation was performed on these items. The spring wire guide was kinked and bent throughout its length. The arrow-raulerson syringe (ars) and introducer needle were not returned for evaluation. The length and outer diameter of the spring wire guide were measured and were found to be within specification. A manual tug test performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer reported issue of the spring wire guide becoming kinked in use was confirmed during the sample investigation. Visual inspection of the returned spring wire guide confirmed that it was kinked and bent throughout its length. Dimensional inspection was performed on the spring wire guide and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provide, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.